Manufacturer narrative:
This device was explanted and replaced on (B)(6) 2019. Upon receipt, the device was interrogated, revealing the battery status mos1, with 87 percent capacity and 3.07v available. The ICD was implanted for 26 months and 13 charging cycles were recorded in the memory of the device. The memory content of the device as well as the returned data were inspected. The inspection of the available data showed that the ICD activated the eri status on (B)(6) 2019, because the documented battery voltage of 2.30v was below the eri threshold. Further analysis revealed that an invalid memory content in the area containing battery data led to this inconsistent voltage value and thus to the clinical observation. The ICD data from 7-oct-2019 documented that, upon interrogation on (B)(6) 2019 at 3:23 pm, the invalid memory content was repaired and subsequently the battery status was bos, with 100 percent capacity and 3.09v available. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. The specified energy level was reached and the charging time was normal and as expected. The current consumption as well as the battery voltage were measured and proved to be as expected. The device was further subjected to temperature stress tests and showed no anomalies. The invalid memory content was not reproducible. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from invalid memory content in the battery data. The battery was not depleted and the ability of the device to deliver therapies was not affected. Based on the available information, the root cause of the invalid memory content was not determinable. The presence of invasive external influences, such as strong electromagnetic fields, may have led to this observation.

Manufacturer narrative:
This device was explanted and replaced on (B)(6) 2019. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, indicating that the battery status eri was properly activated. However, based on the information available for analysis the root cause for the eri detection was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available for analysis, this investigation will be updated.

Event description:
Sudden eri an battery voltage of 2.30 v reported through home monitoring. Device remains implanted, should additional information become available this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, indicating that the battery status eri was properly activated. However, based on the information available for analysis the root cause for the eri detection was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available for analysis, this investigation will be updated.